Event description:
Spontaneous: pt reports both of her legacy pumps are beeping and giving same error messages 'no disposable'. Pt tried switching on and off bit still the error message was shown. Pt instructed to place a new cassette. Pt went ahead and placed the new cassette and error message/beeping disappeared. Patient confirmed the pumps are working now but requested to send the new pumps as this happened twice this week. Serial numbers: (B)(4) and (B)(4). Patient was not able to find the lot number for the default cassette. Unknown if md is aware. All known information is contained on this form. If any additional information is received, it will be provided on a separate report. Did the product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No, but pumps are; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.